Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the hospital for a normal follow-up. During device interrogation, noise was observed on the ventricular channel. Review of the trend also showed an increase in the ventricular threshold, a slight decrease in pacing impedance, and variable sensing. Insulation damage was suspected. The patient was in poor health due to lung cancer and the physician did not want to put the patient through any procedures. Therefore, programming changes were made to avoid any inappropriate therapies. The patient condition was good in relation to this event.